Event description:
On (B) (6) 2003, ag, a (B) (6) male pt had a revision of a previously implanted a-v access graft (unknown MFR on unknown date). The revision was in venous limb of graft, using a 6mm gore-tex graft. On (B) (6) 2003, the arterial inflow was revised with 6mm gore-tex graft. On (B) (6) 2003, a thrombectomy was performed on both venous and arterial limbs. On (B) (6) 2003, a thrombectomy was done and revision of right thigh graft with replacement of arterial limb (unknown MFR). On (B) (6) 2003, a recurrent thrombosis of right thigh av graft required thrombectomy.